Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly. She attempted to put in her carbohydrates but the numbers kept scrolling up and then stopped. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 137 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump has cracked case at the battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.